Manufacturer narrative:
(B)(4). Date sent: 8/7/2023. D4: batch # 958a25. B3: exact event date unk, entered (B)(6)2023 as only the year was provided. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 958a25, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device did not close properly. It was impossible to insert in the laparoscopy trocar without causing any damage to the reinforcing sleeves. Use of another device to complete the procedure. No further details were provided. No patient consequences reported.